Event description:
The patient reported to the MFR on 11/13/06, lead product was explanted in 2006 due to a staph infection. The lead from this report was implanted in 2006 during a revision procedure secondary to poor placement of product implanted 3 months before, and removed 3 months later. The date of onset of the reported infection is unknown, but the lead was retrieved in 2006, after three months implant duration. The pt provided that the spinal cord stimulator (ipg) remains implanted in his lower back and new leads will be implanted once the infection has cleared. The pt reported the system has been used to treat headache; the explanted lead went up and behind his ear via the neck. The rep reported the pt had the initial system implanted in 2003. The pt has occipital lead placement. The rep also provided that after lead placement in 2006, the pt rec'd excellent stimulation therapy but subsequently developed an infection and the lead was removed in 2006. The rep stated they had been involved with the explant case and the device has not been returned to the MFR. Additional info has been requested from the hcp. A follow-up report will be sent if additional info is rec'd.